Manufacturer narrative:
The subject device is not available for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received, surgical technique at the time of the initial surgery and patient's clinical factors contributed to this event. A manufacturing non-conformance was not identified. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Structural deterioration is listed as a potential adverse event in the IFU. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that the patient with a 21mm bioprosthetic aortic valve which was implanted five (5) years and 10 months ago, underwent redo avr due to aortic stenosis, severe structural valve deterioration secondary to severe calcification and host tissue. The subject device was replaced with another 21mm bioprosthetic aortic valve. Patient also presented with acute cardiogenic shock secondary to left main cad. It was noted she expired on the day of the procedure. Intraoperatively, the bioprosthetic valve was severely stenotic even after the balloon aortic valvuloplasty. The opening measured approximately 2mm. There was no evidence of endocarditis but there was severe calcification. In addition, there was significant overgrowth of the sewing ring due to the manner in which the stitches were placed. An everting suture technique was used that narrowed the diameter of the left ventricular outflow tract. The right coronary ostium was essentially 4mm above the sewing ring. Even with aggressive debridement, it was difficult to fit even a 21 mm sizer in the valve. The surgeon managed to aggressively debride the fibrotic annulus back to the muscle.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The clinical observation of calcification and host tissue was confirmed. As received, all three leaflets had cut sections; the fragments were not returned. Leaflet 1 had a cut section of approximately 6mmx3mm on the cusp and a torn section of 4mmx3mm near commissure 2. Leaflet 2 had a cut section of approximately 8mmx4mm on the cusp and a torn section of 3mmx3mm near commissure 3. Leaflet 3 had a cut section of approximately 6mmx3mm on the cusp and a torn section of 3mmx3mm near commissure 3. The cuts had smooth and even edges. The tears likely occurred due to mechanical damage; serrated markings were observed near some of the tears(arrows). The x-ray demonstrated moderate calcification on the remaining of leaflet 1, heavy calcification on the remaining of leaflets 2 and 3, and the wireform intact. Calcification was also observed near all the tears. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. The sewing ring was cut near commissure 1, and the wireform was exposed on commissures 1 and 3. Calcification likely led to the reported stenosis, however stenosis could not be confirmed due to the condition of the valve as received. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. A manufacturing non-conformance was not identified.